Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via clinical study indicated the infection was discovered during system modification on (B)(6) 2017. It was noted that the site became of aware of the infection on (B)(6) 2017. The exact cause of the infection was unknown. It was noted that the elective replacement indicator (eri) was not the reason for the surgery. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient was receiving sufenta (325.0 mcg/ml at 184.98 mcg/day) and bupivacaine (25.0 mg/ml at 14.230 mg/day) via an implantable pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the patient's weight was not measured. No further complications were reported/anticipated.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8703, lot# j92100933, implanted: (B)(6) 1992, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving sufenta (325.0 mcg/ml at 184.96 mcg/day) and bupivacaine (25.0 mg/ml at 14.227 mg/day) via an implantable pump for failed back surgery syndrome and non-malignant pain. It was reported that during a scheduled system modification on (B)(6) 2017, a 5 cm incision was made in the left posterior flank. A "flocculent area approx. 1.5cm deep in the subcutaneous tissues" was found. Purulent material was returned upon entering the cyst-like mass. The clinical diagnosis was soft tissue infection of the left posterior flank/catheter tract. Diagnostics included surgical observation, which revealed the localized infection. Laboratory testing included obtaining cultures. No growth was observed at 72 hours per the infectious disease consult report. It was reported surgical intervention occurred; the purulent mass was resected in its entirety, and the infection was drained and debrided. The wound was then copiously irrigated with antibiotics and packed with antibiotic-soaked 4x4. Lap sponges were removed, and the wound was closed and covered in bacitracin ointment and bandaged. The etiology indicated the event was possibly related to the device/therapy, and unlikely related to the implant procedure (incisional site/device tract, specifically the catheter tract). The outcome of the event was reported as ongoing. No further complications were reported or anticipated. Additional information was received, which indicated the event was possibly related to the implant procedure. It was also reported the event had resolved without sequelae on (B)(6) 2017. A section of pump logs was received, which indicated the elective replacement indicator (eri) had occurred on (B)(6) 2017 at 09:25. Based on the time since implant, this occurrence of eri is normal.